Event description:
It was reported that the rotation speed display showed high speed. A 1.25mm rotapro and rotapro console were selected for a percutaneous coronary intervention (pci) procedure in the 95% stenosed right coronary artery (rca). During ablation, the burr speed was increased by the physician to 220,000 rotations per minute (rpm), and eventually to around 230,000 rpms. Upon doing this, the console speed displayed was 300,000 rpms despite the sound of the burr rotations being at approximately 100,000 rpms. The burr was removed and the procedure was completed successfully via an alternative method. There were no patient complications and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer:the returned complaint device consisted of a rotapro catheter.the handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. The device was functionally tested by connecting it to a console and it was able to reach optimum speeds. Inspection of the remainder of the device presented no other damage or irregularities. The device functioned as intended when tested.

Event description:
It was reported that the rotation speed display showed high speed. A 1.25mm rotapro and rotapro console were selected for a percutaneous coronary intervention (pci) procedure in the 95% stenosed right coronary artery (rca). During ablation, the burr speed was increased by the physician to 220,000 rotations per minute (rpm), and eventually to around 230,000 rpms. Upon doing this, the console speed displayed was 300,000 rpms despite the sound of the burr rotations being at approximately 100,000 rpms. The burr was removed and the procedure was completed successfully via an alternative method. There were no patient complications and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer:the returned complaint device consisted of a rotapro catheter.the handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. The device was functionally tested by connecting it to a console and it was able to reach optimum speeds. Inspection of the remainder of the device presented no other damage or irregularities. The device functioned as intended when tested.

Event description:
It was reported that the rotation speed display showed high speed. A 1.25mm rotapro and rotapro console were selected for a percutaneous coronary intervention (pci) procedure in the 95% stenosed right coronary artery (rca). During ablation, the burr speed was increased by the physician to 220,000 rotations per minute (rpm), and eventually to around 230,000 rpms. Upon doing this, the console speed displayed was 300,000 rpms despite the sound of the burr rotations being at approximately 100,000 rpms. The burr was removed and the procedure was completed successfully via an alternative method. There were no patient complications and the patient was stable post-procedure.